Manufacturer narrative:
Four samples were received for evaluation. Visual inspection found no damage or defects. Functional testing was able to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that leakage occurred from the air vent filter and tube joint. The operator of the device was a health professional and the event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.